Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope distal end plastic cover required, was burned around opening channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, e2, e3, e4, h6 (component code- remove 3123 and 525) h6 (medical device problem code- replace with 1385). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to the description given in IFU that high frequency cauterization accessories, laser cauterization accessories, or argon cauterization accessories were used, and the following misuse may have occurred during the use. -when using high frequency accessories: - a. Distal end of the device was contacted with mucosa. - b. The accessories were not pointed out far enough until the green mark set on the sheath of the accessories was visible. - c. The accessories were energized without their electrodes contacted with tissue. -when using laser cauterization accessories: tip of laser probe was not pointed out far enough from tip of the device until it was visible in endoscopic image during laser cauterization treatment. -when using argon plasma cauterization accessories: apc probe was not pointed out far enough until its black ring at tip was visible in endoscopic image. (10mm or more). The event can be detected and prevented by following the instructions for use: IFU warns on performing high frequency cauterization by stating the following. -operation manual chapter 4.3using endotherapy accessories -always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. - IFU warns on performing laser cauterization by stating the following. -to avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. - IFU warns on performing argon plasma cauterization (apc) by stating the following. -make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end (see figure 4.9). The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly, and the endoscope may be damaged. Using a damaged endoscope may cause patient injury. Olympus will continue to monitor field performance for this device.